Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system on-site and confirmed that c-arm totally free. Rse found geometry got restarted during the procedure and hence table movements became free but there were no carm stand movement. Rse found geometry was getting restart in between case after connecting system over hospital network. After disconnecting the hospital network, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable.

Event description:
It has been reported to philips that the azurion 5 m12 c-arm was totally free. It was later clarified that after a system restart there was that table moved freely but that there was no c-arm stand movement. The system was in clinical use at the time of the event. No harm has been reported.